Manufacturer narrative:
On nov 24 2021, additional information was received indicating the impacted product is a saline mentor smooth round moderate profile 175cc breast implant, catalog number 3501620, lot number 5756365. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On dec 7 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with an unspecified mentor saline breast implant and experienced deflation on the left side post-operatively, which was confirmed via mammogram. The patient underwent a biopsy which may have caused or contributed to the event. As a result, the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2021.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the sal smooth rnd diap 175cc breast implant had a crease on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.6 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).